Manufacturer narrative:
The product will not be returned for analysis.

Event description:
Medtronic received information that during an unspecified time, the biocal instrument level sensor was not operating when water was added. The instrument was changed out with a backup and there was no resulting adverse patient effect. Medtronic service provided the liquid level sensor part number (90318) to the customer to order. Product return is not expected as the repair will be performed by the customer. Additional information was later received indicating that tap water is used in the instrument. The ice used in the instrument is also produced from tap water. Per the IFU, de-ionized water should be used in the biocal.

Manufacturer narrative:
The investigation determined that the hospital is using tap water in the instrument and also to produce the ice used in the bio cal. These practices are not in accordance with the operator¿s manual which specially recommends the use of de-ionized water. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.